Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with programing pump and high blood glucose levels. The customer states the buttons stopped working. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states the levels have been between 200mg/dl and 500mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer was assisted with pump programming. The customer felt the pump was functioning as designed and did not wish to run high blood glucose troubleshoot.